Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call hardware low level failure error alarm on the insulin pump. Customer's blood glucose level was 6.5 mmol/l. Troubleshooting for hardware low level failure error alarm was performed. Customer was advised to clear the alarm, complete the prime process, check settings and re-enter settings as needed. Customer performed the self-test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. The device was received with cracked select button keypad overlay, minor scratched lcd window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.